Event description:
Additional information received reported that examination and palpation on 2014-(B)(6) determined there was still bruising and erythema, however the outcome was noted as resolved without sequelae on that date.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was an infection. The event was ongoing. Examination/palpitation on (B)(6) 2013, revealed superficial bruising over the medial aspect of the abdominal incision. There was erythema to the abdominal incision on (B)(6) 2013. Complete blood count (cbc) results were within normal limits. There was erythema to abdominal incision on (B)(6) 2013. There was intervention of a medication adjustment. Clindamycin 300 milligrams (mg) tab ¿qid¿ was started for 7 days on (B)(6) 2013. Bactrim ¿ds¿ tab ¿bid¿ was started for 14 days on (B)(6) 2013. The event was not related to the device or therapy and was possibly related to the implant procedure. The system was being used to deliver water at the time of the event. The event severity was considered mild.

Manufacturer narrative:
(B)(4)